Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: medical device lot #:21065965 . Medical device expiration date:16jun2024. Device manufacture date:16jun2021. Medical device lot #:21015542. Medical device expiration date: 13jan2024. Device manufacture date:13jan2021 .a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using maxzero¿ needle-free valve air was found in the line. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about air getting mixed in mz1000. According to the customer's report, when the drug solution is injected, air gets mixed into mz1000.

Event description:
It was reported while using maxzero¿ needle-free valve air was found in the line. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about air getting mixed in mz1000. According to the customer's report, when the drug solution is injected, air gets mixed into mz1000.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 12-apr-2022. H6: investigation summary: three mz1000 products were received for investigation without packaging, however the customer indicated that the complaint samples were from lot 21065965 or 21015542. The samples were received connected to an unknown extension set. The sample was subjected to pressure testing in order to replicate the customer's experience; no leakage was observed from the connection to the syringe. The received extension set was also used for pressure testing and no leakage was identified. A visual inspection did not identify any damage or defects which could have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21065965 or lot 21015542 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.